Event description:
As reported, approximately 4 years post successful transvenous tricuspid valve in valve replacement, placing a 26mm sapien 3 valve within a failed non-edwards surgical valve, the patient presents with a current gradient of 7-10 mmhg. The physician was considering fracturing surgical valve to reduce the gradient. Per the records received, recent tee revealed a mean tricuspid valve gradient during inspiration of 16 mmhg and a mean tricuspid valve mean gradient during expiration of 10 mmhg. The valve area was 0.9cm2. The physician noted the data was consistent with severe tricuspid prosthetic stenosis. 'Etiology is likely due to ppm due to thin appearing leaflets'. The team ultimately replaced the tricuspid valve with a mechanical valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other complaints relating to valve stenosis. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that the thv was implanted in pre-existing valve at tricuspid position for this case. The sapien 3 (s3) with the commander delivery system was indicated for native aortic valve, surgical bioprosthetic aortic or mitral valve replacement only at the time of original implantation. So, it was off-label for valve-in-valve tricuspid valve replacement. The IFU was reviewed for tf (transfermoral) procedure in the native aortic position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. Accelerated deterioration of the valve may occur in patients with an altered calcium metabolism valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: reoperation, valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Tricuspid valve-in-valve replacement using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use. The risk management file captures risks for indicated device use only. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. The review of the risk management file is complete and no further action is required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The valve stenosis was confirmed by medical records. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was implanted in pre-existing valve at tricuspid position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical bioprosthetic aortic or mitral valve replacement only at the time of original implantation. So, it was off-label for valve-in-valve tricuspid valve replacement. As noted, patient had a history of intravenous drug use, recurrent endocarditis and mrsa infection. Infective endocarditis (ie) is a notorious complication of intravenous drug use (idu). It typically affects the cardiac valves. Among these, the tricuspid is the most common affected valve, although the mitral and/or aortic valves can also be involved. Additionally, mrsa gets into your bloodstream, it can cause the endocarditis. Bacterial endocarditis causes clumps of bacteria and cells start to form on the heart valves, which can result in valve damaged or stenosis over the time. As such, available information suggests that patient factors (intravenous drug use, mrsa infection) may have contributed to the complaint event.